Event description:
It was reported that during use with bd multitest¿ 6-color tbnk erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a lot of background noise the customers ordered 6x the 6c tbnk (cat.no. 644611) the 7th of november and started to use it today ((B)(6) 2024) they observed a massive background noise and parasite fluorescence in many channels with a potential risk of interference on results. The vials have been discarded from the daily routine so no impact on result/patient overcome/treatment. The tested 3 of the 6 vials, they all have this issue. They tested it on multiple instruments, the issue is visible all the time. Same specimen with another lot of reagent gave expected results.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Manufacturer narrative:
The following fields have been updated with corrected information: d.4 medical device catalog #: 337166. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k060375. H.4. Device manufacture date: 06-sep-2023.

Event description:
It was reported that during use with bd multitest¿ 6-color tbnk erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a lot of background noise. The customers ordered 6x the 6c tbnk (cat.no. 644611) the (B)(6) and started to use it today ((B)(6) 2024) they observed a massive background noise and parasite fluorescence in many channels with a potential risk of interference on results. The vials have been discarded from the daily routine so no impact on result/patient overcome/treatment. The tested 3 of the 6 vials, they all have this issue. They tested it on multiple instruments, the issue is visible all the time. Same specimen with another lot of reagent gave expected results.

Manufacturer narrative:
H6. Investigation summary: based on the investigation results, the reported issue (non-specific staining creating unusual staining patterns for cd4+cd+8 populations) was confirmed. Investigation results that were performed on the indicated failure mode were the following: data provided by customer was reviewed. Retain testing results showed the presence of a non-specific staining. Potential cause is determined to be manufacturing related. Additional controls have been put in place in the manufacturing stage specific to the supplied component. Corrective action was initiated to address the root cause and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd multitest¿ 6-color tbnk erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a lot of background noise. The customers ordered 6x the 6c tbnk (cat.no. 644611) the 7th of november and started to use it today (4th of january 2024). They observed a massive background noise and parasite fluorescence in many channels with a potential risk of interference on results. The vials have been discarded from the daily routine so no impact on result/patient overcome/treatment. The tested 3 of the 6 vials, they all have this issue. They tested it on multiple instruments, the issue is visible all the time. Same specimen with another lot of reagent gave expected results.